Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). Weight unknown / not provided. Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during placement, while tightening the implant at tooth site # 30 down, the fixture broke. We were able to remove the implant and place a new one. No harm was done by backing the implant out and placing a new one. Bone grafting was not needed when placing either implant.

Manufacturer narrative:
This report is being submitted to relay additional information, corrected data and device evaluation. The following sections are being reported: h6: component code was corrected/updated: 887. H6: type of investigation codes were added: 4109, 4110, 4111 and 3331. H6: investigation findings code was added: 213. H6: investigation conclusions code was added: 4315. One imp, tsv, 4.1mm, sbm, 11.5 (tsv4b11) was returned for investigation. However, a reported mount was not returned. Visual evaluation of the as returned product identified minor damages around the platform and collar possibly due to the removal of the device ¿ no apparent malfunction was identified. Damage observed on returned implants due to trephine removal is not considered a malfunction or failure of the device. Zimmer biomet is not responsible for any damage caused by the clinician's removal of the device. Functional testing could not be performed due to the nature of the devices and event. Pre-existing condition noted on the per was low bone density ¿ type iii. The reported devices were being placed on tooth #30(universal) when the incident occurred. DHR review for the lot (1243777) had revealed no deviations nor non-conformances which could have caused or contributed to the reported event. All products were conforming at the time they left zimmer biomet. Lot was inspected and passed all acceptance criteria by qa. Complaint history review was performed for the reported lot number (1243777) for similar events (complaint category keywords: functional: fracture: mount) and no other complaint was identified. September post market trending was reviewed and there were no actionable events or corrective actions for the reported event or products. Therefore, based on the available information, device malfunction did not occur with the returned implant. However, the reported mount malfunction and the reported event could not be verified since the mount was not returned.

Event description:
No additional event information at the time of this report.